Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that stimulation wasn't working right before, about a year ago, and the patient had a sudden return of symptoms. Troubleshooting had included a reprogramming session with the healthcare provider¿s staff. They were told that one of the electrodes was deactivated; they reactivated it and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.